Event description:
Procedure: revision lap band. According to the reporter: the stapler misfired when taking the second bite to create the gastric pouch. Tissue was possibly too thick or stapler was fired across eg tube. The procedure was converted to open. Another device was used.

Manufacturer narrative:
(B)(4).